Event description:
It was reported that during the procedure at ica (internal carotid artery), the subject stent was not moving forward or backward inside the catheter under fluoroscopy and when the physician tried to withdraw/manipulate the stent delivery wire, the subject stent deployed in the patients vessel. The patient is currently on anti-platelets but is stable. No additional information is available.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date - added due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patients anatomy was described as 'severely torturous'. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of undeterminable will be assigned to the reported event.

Event description:
It was reported that during the procedure at ica (internal carotid artery), the subject stent was not moving forward or backward inside the catheter under fluoroscopy and when the physician tried to withdraw/manipulate the stent delivery wire, the subject stent deployed in the patients vessel. The patient is currently on anti-platelets but is stable. No additional information is available.